Event description:
The customer returned to olympus the evis exera iii duodenovideoscope, for the annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the hold ring and distal end have foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: due to wear of scope cover packing, water tightness is lost; switch 1 has a cut; scope cover unit has discoloration; there is a gap in adhesive area between hold ring and distal end; distal end is shaved; distal end has residual liquid; due to annual inspection, parts must be replaced; adhesive around light guide lens has discoloration; there is corrosion around forceps elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal end had physical stress/chemical stress while the user was handling the subject device resulting in glue was damaged, gap was created. Additionally, the hold ring and distal end had foreign material due to physical damage of the device. The events can be detected by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. The event can be detected and prevented by following the instructions for use (IFU) which state: do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.